Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose and device issue. The customer's blood glucose was 400mg/dl at the time of call. Trouble shooting was performed and found the device had a blank display and the customer threw it away one month ago because the insulin pump was not working. Advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.